Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 09-jan-2023. H6: investigation summary: multiple samples were provided to our quality team for investigation. Upon visual inspection of the product, white particles were observed on the surface of the injector. A review of the device history was performed for lot 2202304, no deviations or non-conformances related to the reported problem were identified during the manufacturing process. Previously evaluations were performed using various lots in attempt to replicate the particles that were observed, using an alcohol wipe and a standard dry wipe to clean the container prior to use. It was observed that when an alcohol wipe was used and more force was applied when cleaning the container, particle generation did occur. Sterilization records were reviewed and verified the results were within specifications. The manufacturing of this product takes place in a clean room that is maintained under positive pressure to reduce the possibility of foreign matter. A review of the manufacturing records established that all cleaning of the packaging lines was performed in accordance with procedure. While we have seen particle generation when the product package is wiped vigorously before use, we cannot state that to be true for the incident reported, therefore we cannot identify a definitive root cause at this time.

Event description:
It was reported that 6 bd phaseal¿ optima injector n35-o experienced foreign matter in fluid path. The following information was provided by the initial reporter: many of the injectors appear to have a white substance from the packaging on the blue hub. This they believe is from wiping the outside of the package iwth 70% alcohol whish is what napra recommends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd phaseal¿ optima injector n35-o experienced foreign matter in fluid path. The following information was provided by the initial reporter: many of the injectors appear to have a white substance from the packaging on the blue hub. This they believe is from wiping the outside of the package iwth 70% alcohol whish is what napra recommends.